Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation has changed and is ineffective. The patient is also receiving unintended abdominal stimulation. Reprogramming was performed to no avail. Diagnostic testing revealed no anomalies and images revealed one lead contact was misaligned. The patient was told to take a stimulation holiday. However, therapy reportedly remained ineffective when resumed. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2: reference MFR report #3006705815-2016-00018. Device 2 was added to address the surgical intervention. It was reported the patient was taken to surgery on (B)(6) 2015. The leads were tested intra-operatively and no anomalies were found. As a result, the physician explanted and replaced the ipg during the procedure which reportedly resolved the issue.